Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo provided. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated. Investigation conclusion: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Manufacturing ((B)(4)) will be notified of the observed issue. Due to the batch being unknown, no DHR review can be completed. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: according to the customer's report, when removing the shield, the needle with the shied was separated from the barrel.